Event description:
Customer reported a button error alarm. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads, minor scratched lcd window an d stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.